Event description:
When the CT image is imported into pinnacle, the direction of the table motion is accounted for during image acquisition. Therefore, this option is not needed to ensure proper patient orientation and changing this setting will result in changes to the patient.